Event description:
FDA may already be aware of this but this is being reported as a patient safety concern. Our hospital participates in ecri reporting and it was brought to risk attention recently that in 2014 there was a reported concern over the "medtronic - synchromed ii infusion pumps: overinfusion may occur". Then in november 2016 we received another update: medtronic states that the low reservoir alarm of an overinfusing pump will not sound if the pump reservoir is prematurely depleted. The low reservoir alarm is calculated from the pump's programmed delivery rate and is not a direct measurement of the actual drug volume in the pump reservoir. The 11/17/2016 report stated that "medtronic has been unable to establish a definitive causal relationship between the adverse events and overinfusion because of potential contributing factors." As far as know we have not had any of these events occur but there is concern as we do use these pumps.